Manufacturer narrative:
The handpiece cord has not been returned to the manufacturer for investigation. The reported condition of the device causing an overheating condition during usage cannot be confirmed without the product being available for evaluation.

Event description:
It was reported that a handpiece cord caused a drill to overheat during a wisdom tooth extraction. The procedure was completed successfully with another cord. There were no adverse consequences reported as a result of this event.